Manufacturer narrative:
D4: unique identifier (UDI) #: no device identifiers were provided even after follow up attempts were made. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. The site infused a viaflex bag that had equivalent volume of diluent (d5w) removed and drug added. The expected volume to be delivered is 250 ml but it seems to overfill that ranges from 265 ml to 285 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.